Manufacturer narrative:
Upon receipt at our post market quality assurance, resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break near the terminal end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Patient code 3191 captures prolonged procedure.

Event description:
It was reported that this right atrial lead was unable to be successfully implanted due to helix extension issues. This lead was successfully replaced. As a consequence of this issue, the procedure time was prolonged. No additional adverse patient effects.